Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during a mechanical thrombectomy for a clot located at the right middle cerebral artery m1 segment, subarachnoid hemorrhage at the m1 segment was identified on the angiogram and led to death (date unknown). The physician does not know if the hemorrhage was related to the device. However, according to the physician, patient may have had underlying pathology which could have led to complication.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, hemorrhage and death are known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that during a mechanical thrombectomy for a clot located at the right middle cerebral artery m1 segment, subarachnoid hemorrhage at the m1 segment was identified on the angiogram and led to death (date unknown). The physician does not know if the hemorrhage was related to the device. However, according to the physician, patient may have had underlying pathology which could have led to complication.